Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified fold crease, wear abrasion, a broken plug strap with a striated edge, around 75-100% of the plug strap is missing, and partial delamination of valve. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is delamination of the diaphragm flange disk assessed as adhesive failure, a broken plug strap with striated edge assessed as surgical damage, and missing plug strap that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, bake grade iii, and "patient¿s concern with the product." Device remains implanted.